Manufacturer narrative:
Concomitant medical products: 5071-35 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing fatigue while exercising. The right atrial (ra) lead exhibited high impedance and undersensing/no sensing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.